Event description:
Caller reported a malfunction on the pump. There was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).